Event description:
It was reported that the patient received two shocks. It was also reported that the right ventricular (rv) lead had varying impedance, oversensing and noise intervals. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.